Event description:
It was reported via phone call that the reservoir had a leak. The customer stated that the reservoir is too loose and is causing a leak. Also the customer mentioned that the same issue had occurred with multiple reservoirs. The reservoirs will be replaced. The customer's blood glucose was not provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.